Manufacturer narrative:
The device was discarded by the funeral home. Nevro had attempted to obtain additional information regarding the case but was unsuccessful. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had passed away. The cause of death is unknown. There were no indications of any device issues.